Event description:
It was reported to philips that during a procedure no images were displayed on the flexvision monitor. A restart was attempted which did not complete as expected. The procedure was aborted, and completed on another device. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The flexvision pc has been returned for analysis and investigation confirmed a failure of the frame grabber card in the flexvision pc. The codes were updated based on the investigation outcome. Health impact code/ device problem code / evaluation method codes were corrected.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting revealed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. Evaluation method code was corrected.